Event description:
It was reported that the customer's insulin pump alarmed motor error. The blood glucose reading was 170mg/dl. Troubleshooting was performed, and the drive support cap was sticking out, but the customer attempted to push back in. It was mentioned that the device was dropped a few times and there is a crack in the reservoir compartment. The customer was able to complete the rewind, but the insulin was not delivered. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.